Event description:
It was reported a lack of ingrowth of the durom acetabular.

Manufacturer narrative:
Info was forwarded from the owner establishment, zimmer inc, which markets the devices in the u.s.